Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex (cx) artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. During inflation it was noticed that the balloon ruptured at the lesion area. The device completely removed from the patient and the procedure was completed with a non-bsc device. No patient complications were reported.